Event description:
It was reported than a high drain 103 alarm occurred at the end of therapy on the home choice (hc). This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode, indicating an increased intra-peritoneal volume (iipv) event. The technical service representative (tsr) assisted the home patient (hp) to clear the alarm and end the therapy. The ultra filtration (uf) for drain three equaled 2628ml and the fill volume (fv) equaled 2500ml. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4): evaluation summary: the device was received by baxter for evaluation. Review of the event log found evidence of the reported iipv condition. This device passed external/internal inspection, as well as homechoice return instrument test/evaluation (rite) functional testing and homechoice rite electrical safety analyzer testing. The device was determined to meet functional and electrical performance specification requirements per rite testing. A short simulated therapy was performed successfully. All pressures were determined to be correct and stable. The cause was false empty detect and use error, inappropriate bypass of the low drain volume alarm, not including I-drain. Homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass ldv alarm. Should additional relevant information become available a supplemental report will be submitted.